Manufacturer narrative:
One device was returned for repair. No related alarms found in event history. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found downstream occlusion (dso) seal lifting off dso sensor. Replaced dso seal. Upon further inspection found crack on battery compartment, corrosion on battery door contacts and speaker wire was damaged. Replaced battery compartment, battery door and front speaker. Device passed all testing after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion sensor seal. There was no patient involvement.